Manufacturer narrative:
No sample was returned for evaluation. A review of the device history record for the reported component lot number found nothing that would cause or contribute to the reported problem. Abscess formation has been viewed as a host defense strategy to contain the spread of infection. (Ref: inflammatory processes in murine model of intra-abdominal abscess formation) and wound infections are not uncommon post surgery. The causes are opportunistic bacteria around the time of surgery. Local trauma / inflammation and blood/serum pooling at the site of surgery provide good media for bacterial growth. Weakening of the bodies immune system through concomitant medications (e.g. Autoimmune diseases, viral infections, cardiovascular disease etc) further increases the chances of wound infection.

Event description:
It was reported that following prolapse repair procedures in 2007, the pt passed a piece of the biomesh on the following month and was experiencing a continuous vaginal discharge and very foul odor. The doctor did not examine her and sent the biomesh to the lab. On six days later, she went to the emergency room complaining of bloating and discomfort. Blood work and a wet prep culture were performed and she was given rocephin intravenously. She was sent home with zithromax. On the following day, the doctor on-call noted that her vagina had a purulent discharge and that there were some ends visible, but no biomesh visible and no evidence for abscess or tumor. She was diagnosed with vaginitis and a possible reaction to the biomesh. She was prescribed doxycycline and was directed to maintain pelvic rest and use diluted vinegar douses as needed. On ten days later, she continued to pass pieces of the biomesh. The doctor did not examine her and prescribed metrogel vaginal cream. The doctor stated that there was no need for any intervention that the vagina should heal and close after the delayed reaction. On six days later, she called the doctor stating that the discharge had returned and that she had an infection. On the following day, blood work was performed. She has a scheduled appointment the following month. The doctor stated that he would not provide the MFR with any additional info.